Event description:
Additional information received. Rep reported confirmation of lead migrating was not confirmed. Patient was referred to neurosurgeon. Prior to speaking with the patient for this follow up on (B)(6) 2021, and as previously reported - she had reported to rep feeling the stim with the same coverage as before the fall, that nothing had changed, but that it just wasn¿t helping with the pain. She said now that it¿s not exactly the same. Pt called back from number registered re-reporting information previously documented in this case. Pt said they were not getting pain relief and was wondering if they could meet with a mdt rep outside of their area (pt had seen 2 from their area). Pt said reps tried to reprogram their ins but the reprogramming did not help get the pt's stimulation to their knee (pt can feel stim in leg, butt and back). Pt said they were suffering from their knee replacement and pain medication doesn't help (pt said they had another surgery on it about a year ago). Pt mentioned that their body seems to be rejecting the replacement as its in a state of constant inflammation. Pt reiterated that they thought the leads moved however, the surgeon said the leads did not move. Pss offered to email reps but pt did not want reps emailed. Pss redirected pt to hcp.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2016. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient had appointment with dr. Cantando, neurosurgeon, who sent patient for additional xrays. On (B)(6)21, patient contacted rep and stated hcp confirmed lead did not migrate. Patient requested additional reprogramming tentatively scheduled for (B)(6)21. No further actions or interventions are planned.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: 2016-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had an appointment on (B)(6) 2021 with their managing healthcare provider. The patient stated they were still not getting therapy benefit, they could not get stimulation to their knee. They were getting stimulation from their hip to their toe but not to the knee where they needed it. The patient stated that their manufacturer representative stated there was nothing left for them to do regarding programming. The patient stated they were desperate and asked if another representative could program their ins. The patient stated that peripheral stimulation therapy was mentioned by their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial# (B)(6); implanted: (B)(6) 2016; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, lot# serial# (B)(4), implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 01-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall on (B)(6) 2021 and they had not been receiving pain relief from their system since the fall. The patient felt the stimulation in the same places that they felt it prior to the fall, they were just no longer getting relief. It was noted that the patient had knee replacement revision surgery in (B)(6) 2020. An appointment was scheduled to meet with the patient at their healthcare provider's office on (B)(6) 2021 to check the system and reprogram the device as needed. The issue not resolved at this time. Additional information received. The representative noted that the cause was not determined. The patient stated that maybe they were just in more pain since falling. They were reprogrammed on 3/25/21. The patient was advised to contact the represen tative if they wanted any additional reprogramming. Additional information received from the patient who was implanted with an ins for non-malignant pain. It was reported that the patient had not been getting any pain relief since (B)(6) 2021 because they fell on a boat right on their back and they thought the lead moved and was causing their stimulation to not go where it was supposed to for their pain therapy. They were receiving 70-80% pain relief before the fall but now they were not getting any relief. Their saw a doctor in (B)(6) 2021 and the patient told them about the fall. They performed an x-ray and told the patient that the lead did not move. A representative was at the appointment and they tried to reprogram the ins but it did not work; they met with representatives three times and none of them could get the stimulation programmed to the right area. They felt that the lead moved because stimulation was supposed to be on the inside of their leg and the knee but they could not get the programming to that area. The patient told their healthcare provider that stimulation was going to their thigh and their foot and it wasn't supposed to. They saw another doctor for a second opinion and they felt that the lead moved and they suggested patient meet with the implanting healthcare provider again. The patient was redirected to their healthcare provider to further address the issue. They were trying to get an appointment with the implanting healthcare provider again as directed by their managing healthcare provider to check the leads. The patient made a comment at the end of the call that they were allergic to the implant and their body did not like it. No further complications reported.